Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: event date = (B)(6) 2018, alert date: (B)(6) 2018; procedure name = bilateral hernia; procedure date = (B)(6) 2018; tissue on which suture was used - subcuticuler close. What were the patient consequences due to this issue? - with pain and cirus discharge at suture side. Did patient return with symptoms? Dehiscence/other? - with pain and cirus discharge at suture side. After how long post-op was the issue noticed? - during followup patient. Complain if suture is absorbable then why is coming out instead of absorb. Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? - no any deficiency and surgeon have removed suture. What in the physicians opinion are the factors contributing to the event? - no involved. Was the suture treated or reprocessed before use? If yes, explain. - no reprocessed. What medical/surgical treatment was provided to manage the patient consequences? - local antibiotic powder (wockadin, cipladin).

Event description:
It was reported that the patient underwent a bilateral hernia repair procedure on (B)(6) 2018 and the suture was used for subcuticular closure. The patient experienced pain, serous discharge at the suture side. During follow-up, the patient complained that suture is coming outside instead of absorb; after time of absorption period. The surgeon did not observe any deficiency and suture was removed. The patient was treated with local antibiotic powder, wockadin and cipladin.

Manufacturer narrative:
(B)(4). Additional information was provided: type of hernia repair- bilateral lap inguinal. Hernia . Op date- (B)(6) 2018. Current condition of patient - ok.